Event description:
It was reported that the patient underwent a right hip revision procedure approximately 4 years post-implantation. The patient has experienced pain and discomfort in relation to the implantation of the product. Prior to the revision surgery, the patient underwent diagnostic testing of her blood chemistry; analysis conducted indicated that the patient had sustained high levels of chromium and cobalt concentrate. As a result, the patient has sustained and will sustain serious injuries to their body, the particulars of which include, but are not limited to the following: metallosis, tissue dehiscence, tissue necrosis, bone necrosis, hypertrophic scarring, antalgia, lumbar strain, chronic pain and severe emotional and/or psychological distress relating to the pain and suffering associated with the defective product. No additional information.

Manufacturer narrative:
(B)(4). Foreign: country: canada. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02758.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
No further information at the time of this report.